Manufacturer narrative:
The customer observed negative results for 2 patients when using architect sars-cov-2 igg, reagent lot 22074fn00 who had previously contracted covid-19. Testing completed at another laboratory with an unknown method yielded very high results. In this case, the patient was not immunocompromised and no further information was provided. No additional detail on the testing from the other laboratory was provided. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 22074fn00 was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 22074fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 22074fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at = 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Results should be used in conjunction with other data; e.g., symptoms, results of other tests and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 22074fn00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20/-30.

Event description:
The customer observed false negative architect sars-cov2 igg results for multiple patients compared to testing completed in another laboratory. (B)(6). No impact to patient management was reported.